Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 20 mm in diameter abdominal aortic aneurysm. The patient had a short aortic neck. It was reported that, during the index procedure, the physician partially covered the renal artery upon deployment of the endurant stent graft bifurcate. The physician determined that the renal artery was filling fine post implant and the procedure was completed. The physician was aggressive with delivery and due to circumstances likely out of his control the device ended up in the wrong place. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.